Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "broken chassis". The instrument was found to have a broken chassis. The broken piece was measuring approximately 8.1 mm x 21.6 mm and was not returned with the instrument. The broken piece was located at the distal end of the chassis. Additionally, multiple cracks measuring approximately 3.86 mm, 6.8 mm, 7.8 mm in length was observed on the chassis, located near the distal end of the chassis. Each input disk was manually articulated and responded accordingly. The release buttons were functional. Visual inspection was performed and there was no external damage to the snake wrist, shaft, housing and grip tip. The instrument was found to have abrasions on the tube adapter. Upon visual inspection, the instrument was observed to have abrasions on the tube adapter near the distal tip. The instrument was found to have residue. Visual inspection was preformed and white residue was observed on four of the clamping pulleys, located inside the backend of the instrument. The instrument was found to have multiple corroded bearings. The housing was removed for inspection and orange discoloration was observed on the bearings near the clamping pulleys, input disk and grip input, which indicates corrosion. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the monopolar curved scissors instrument was broken. The customer reported event has no report of patient injury.